Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and flush drive support disk. The motor was tested outside of the device and passed. The prime test could not be performed due to the motor error alarms. The insulin pump was received with a broken reservoir tube lip, a cracked case at the display window corners, cracked reservoir tube and tube window, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 160 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer also stated that the drive support cap was sticking out. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.